Event description:
It was reported to philips that the system's c-arm movements were unavailable due to a broken wall mount. The system was outside of clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wall mount is broken connecting to the carm making it restricted on the unit. Upon troubleshooting, fse found that the mcc stop was bent. Fse realigned and secured the stop. After realigning, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.